Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A66678) inserted. Concomitant products included ibuprofen, medroxyprogesterone (depo provera) and procet (acetaminophen w/hydrocodone). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Five coils of the essure device were seen coil the left side and eight coils were seen on the right side. Concomitant drug includes prenatal vitamins. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A66678) inserted. Concomitant products included ibuprofen, medroxyprogesterone (depo provera), prenatal vitamins (prenatal vitamins [vit c,vit h,min nos,vit pp,retinol,vit e,vit b nos,) and procet (acetaminophen w/hydrocodone). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Five coils of the essure device were seen coil the left side and eight coils were seen on the right side. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received : reporter information added, demographics were added, lot number added, concomitant drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain/ I have such horrible pains when I over so myself at work or home') in an adult female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone;paracetamol (acetaminophen;h2951250-2017-10496-03 hydrocodone), ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and polycystic ovaries ("I just found out today that I have 2 cyst that are about 3 inches each in my left overie"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and polycystic ovaries outcome was unknown. The reporter considered pelvic pain and polycystic ovaries to be related to essure. The reporter commented: need for additional surgery. Five coils of the essure device were seen coil the left side and eight coils were seen on the right side. Concomitant drug includes prenatal vitamins. Date of removal: (B)(6) 2017 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media content received : reporters added. Event added- "I just found out today that I have 2 cyst that are about 3 inches each in my left overie". A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.